Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 38 mg/dl; cause was unknown. Customer¿s bg was treated with glucagon. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. Reportedly, the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Tandem technical support informed customer that using cold insulin is off label per the user guide.